Event description:
An altitude alarm occurred with the customer's pump, and the customer's blood glucose level at the time was displayed as "high" on the continuous glucose monitor. Exact value was not provided. There was no third-party assistance needed, and the customer managed the situation with a correction injection via multiple daily injections. Technical support provided tips to prevent future altitude alarms, and the customer understood these. The cartridge was replaced, and the pump resumed normal operation. There was no injury reported, and the customer did not test for ketones.